Manufacturer narrative:
No further information was able to be obtained from this customer. However, a new console is being installed for them soon. Therefore, the request for service on this console was subsequently cancelled. The system was manufactured on august 22, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system locked up before a cataract procedure. There was no patient involved.